Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient went to emergency medical services (ems) due to high blood glucose level event on (B)(6) 2026. The patient was hospitalized on (B)(6) 2026 with a length of hospitalization greater than twenty-four hours. At the time of hospitalization, the patient was found fainted and unconscious and was treated with intravenous (IV) drip. No further information available.